Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked (cowl) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Cine review: one (1) fluoroscopic video was provided. The video was taken during active use of the second cds (30530r1093) which can be visualized with the delivery catheter (dc) extended with the clip attached to the l-lock, indicating the video was taken prior to deployment (mechanical separation) of the second clip. The first implanted clip (30530r1092) can be seen located above the second clip in the video. The orientation of the first clip relative to the fluoro view is angulated such that the clip arm plane cannot be directly visualized, and there is noticeable movement of the clip during the video (corresponding with the cardiac cycle). The video can be paused at the 00:01 mark such that the first clip is oriented so the spatial distance between the tips of the clip arms can be better visualized. Based on the tip-to-tip distance, the clip arm angle of the first clip appears to be ~30° - 40°. While this is an estimation based on visual assessment with the naked eye and is not confirmed, it is apparent the first clip is opened beyond the fully closed position (~10° - 20°) per the instructions for use. No pre-deployment cine of the first implanted clip, reported for cowl post deployment, was provided; as such, no assessment or comment regarding the pre-deployment state of the first clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. The second clip remains attached to the l-lock shaft for the duration of the video and appears to have a clip arm angle of ~20°; the video does not capture deployment of the second clip or the post deployment state of the second clip. As such, no assessment or comment regarding the post deployment state of the second clip, when and/or by how much the clip opened, can be made. There are no additional observations based on the videos provided.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4, thickened leaflets, prolapsed anterior leaflet, and myxomatous mitral valve. A mitraclip xtw (30530r1092) was inserted and deployed on the mitral valve. However, after deployment, it was observed the clip opened to roughly 60 degrees. The clip was noted to be stable on both leaflets. To further reduce mr, an additional xtw (30530r1093) was deployed. However, after deployment, this clip also opened to roughly 60 degrees. The clip stable and mr was reduced to a grade of 2. Therefore, the physician decided to discontinue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.na.